Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, curved opening. The leak test and microscopic analysis was performed which identified: a curved sharp opening on valve bond edge assessed as unidentified(tear) opening. A dimension measurement was performed in the shell which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Plug strap is intact."

Event description:
Healthcare professional reported right side "plug strap separated.".device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation".

Event description:
Healthcare professional reported right side deflation. Manufacturer of the device unknown. Device remains implanted.